Event description:
It was reported to philips that the system failed to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the host pc failed to start up. Upon troubleshooting fse found that the error was with the hard disk not booting up during boot up process of the unit and the manual restart button was not working. To resolve the issue, replaced the host pc but the issue was persisting. Fse revisited the site and replaced the hard drive. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.